Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for different lot numbers on the product and the box labeling with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 200 bd vacutainer® c&s transfer straw kits were found before use with different label information between what was shown on the box and what was shown on the product kit. The following information was provided by the initial reporter, translated from japanese to english: "there is the difference between the lot (5179589) of box and the lot (5179599) of product kit for 4sp."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd vacutainer® c&s transfer straw kits were found before use with different label information between what was shown on the box and what was shown on the product kit. The following information was provided by the initial reporter: "there is the difference between the lot (5179589) of box and the lot (5179599) of product kit for 4sp."